Event description:
It was reported the stimulator had been shutting off for long periods of time for the past 2-4 weeks even though the stimulator was set for continuous stimulation. The stimulator would shut off suddenly and the pt would lose her mobility. The pt has collapsed to the ground, and when the device is shut off the pt is "stiff as a plank" and completely dyskinetic. The stimulator appears to be off for about 5 hrs when the pt has these symptoms. The pt feels these episodes are getting worse and worse, and all of these symptoms have happened very suddenly. The pt went to 2 health care professionals (hcp). One hcp stated the stimulator should still be working and this could be a natural progression of the disease. The second hcp stated it sounded like the device was not working. Additional info has been requested. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).